Event description:
During the index procedure the patient had an endeavor stent implanted in the mid rca. (B)(6) months post index procedure the patient suffered an acute subdural hematoma (stroke) and died. It was reported that the cause of death was acute subdural hematoma. Patient was on aspirin and clopidogrel. It was not assessed whether the stroke or the death event was related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke, death).